Manufacturer narrative:
The device pretempt test was unable to confirmed overheating of the device. The 1 minute temperature was 28.2c. There was no fault found with the device. The device tested to specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicated that the device over heated.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
*The reported information indicated that the device over heated. No patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.